Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was getting low flow alerts, currently had 8238 hours and was due for the 2000 hour preventive maintenance. Send information to biomed. Per sample evaluation results on (B)(6) 2024, it was reported that the circulation pump motor (sn (B)(6)) was replaced with (sn (B)(6)) due to stripped out threaded insert. A 2000-hour pm was performed.

Event description:
It was reported that the biomed had an arctic sun device that was getting low flow alerts, currently had 8238 hours and was due for the 2000 hour preventive maintenance. Send information to biomed. Per sample evaluation results on 28feb2024, it was reported that the circulation pump motor (sn-(B)(6)) was replaced with (sn-(B)(6)) due to stripped out threaded insert. A 2000-hour pm was performed.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump motor. The device was evaluated upon receipt. Stripped out threaded insert in circulation pump motor. Replaced circulation pump motor. The arctic sun 5000 passed performance testing, calibration testing, electrical safety test, is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.